Event description:
It was reported that the ventilator was alarming with a technical error indicating that safety valve is open. There was no patient involvement. (B)(4).

Manufacturer narrative:
A service engineer has been on-site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
The investigation of the returned expiratory channel printed circuit (pc) board has been completed. This board contains electronics which include a microprocessor for control of the safety valve functions in the inspiratory section of the device. The pc-board was installed in a reference system for simulated-use testing. The pre-use checks failed the internal leakage sub-test since the safety valve is open, when it was expected to be closed. Our conclusion for the investigation is that the issue occurred, due to a short circuit in a capacitor and a coil that are part of the electronics for the safety valve function. The root cause for why the capacitor and the coil failed has not been determined from this investigation. We could trace back the reported problem to (B)(6), therefore the date of event was determined to be (B)(6) 2015.

Event description:
(B)(4).